Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
The hospital reports that the physician and his scrub nurse, pulled a cypher from the hoop and attached it to the stopcock of the indeflator. He found that the indeflator did not pull the suction properly. As this was the second time in 2 weeks that they had this issue, they checked the hub of the stent and it had a crack in it. This stent was not used on the patient.